Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/28/2020. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown (B)(4). The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta procerva procedure sets was used in a procedure performed on an unknown date. According to the complainant, the system faulted 7 minutes into procedure. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.